Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 the patient presented with non-st elevated myocardial infarction (nstemi). A 2.5x12mm xience sierra stent was implanted. On (B)(6) 2020 the patient was re-hospitalized with other cardiovascular symptoms and peripheral vascular disease. It is unknown what treatment was performed and what the final patient outcome was.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.